Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number was 80728901 with an expiration date of 30-sep-2025. Calibration was last performed on (B)(6) 2024 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. Numerous "abnormal aspiration" alarms were observed on the alarm trace data from the day of the event. The field service engineer (fse) found an issue with the rinse tubing and replaced it. Precision testing was within specification. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for calcium gen. 2 (ca2) on a cobas 8000 c 701 module. The initial result was 7.6 mg/dl. The sample was repeated due to a delta check in the customer¿s instrument manager. The repeat result on a different c701 module was 9.9 mg/dl. The repeat result was believed to be correct and the result report was corrected after the repeat.

Manufacturer narrative:
The c701 module serial number was (B)(6). Investigation is ongoing.